Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer reported that the xpo100b portable concentrator in question was repeatedly shutting down, but only sometimes alarming.